Manufacturer narrative:
One 65 mm tacticath quartz contact force ablation catheter was received for evaluation. Microscopic inspection revealed the shaft had been fractured at the location of the bend. Further investigation revealed that optical fibers 1-3 and both of the deformable body thermocouple wires had been fractured at the location of the fracture in the shaft, consistent with the reported event. In addition, a short circuit was detected between electrodes 3 and 4. Conductor wire 3 was noted to be fractured under electrode ring 4, consistent with the observed short circuit and with the fracture in the shaft. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fracture in the shaft and resulting damage to optical fibers 1-3, the deformable body thermocouple, conductor wire 3, and short circuit between electrodes 3 and 4 is consistent with damage during use.

Event description:
This report is to advise of an event observed during analysis confirming a fracture and short circuit.